Event description:
It was reported when the device was used during a laparoscopic colon procedure, it cut but did not staple. Another device was used to complete case. There was no patient consequence.